Event description:
The customer reported that the system would not power up and was totally down. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable, power control board and smart power board were replaced. The system was then found to be operating as intended.